Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging the air/water nozzle appeared to be a white gelatinous material, possibly a cleaning agent residue, but otherwise could not be identified. The root cause of the issue could not be determined, as there was no device deformation that could contribute to the retention of foreign material and no additional event or device reprocessing information was reported or available. The event can be detected/prevented by following the instructions for use which state: leakage testing of the endoscope_ perform the leakage test ¿caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation, and the customer¿s allegation was confirmed. The unit was inspected, and testing found a gelatinous material clogging the nozzle, which seemed to be cleaning agent residue that could not be removed and would likely have been caused during the cleaning/disinfection process. Additional evaluation findings were as follows: the probe cover was cracked and the scope connector cover seal was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the air does not come out gastrointestinal videoscope. There was no delay or report of patient harm associated with the event. The device was returned and evaluated; it was found that the nozzle was clogged white gelatinous foreign material. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.